Manufacturer narrative:
Patient is in valgus following total knee replacement. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient is in valgus following total knee replacement. Revision surgery is planned to exchange the poly inserts.